Manufacturer narrative:
H3. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis determined that foreign material was blocking the insertion of the stylet. Analysis identified that the #6 conductor was broken 4.5 cm from the distal end of the lead; consistent with overstress damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A distributor reported that there was a ¿lead failure¿ whereby the ¿guide wire could not be inserted during the surgery.¿ it was stated that surgery was completed on the same day with the replacement of the lead with a new lead and the issue was resolved. The lead status was reported as ¿never implanted.¿ there were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
H6 correction: codes updated to match investigation fallout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.